Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, before the ablation was completed and the cardioversion was performed, significant bleeding was observed at the slide control on the loop catheter handle. The physician expressed concern due to loss of air tightness at the handle and the loop catheter was replaced after the patient's cardioversion, and potential inspection and superior cavity potential ablation were performed. The procedure was completed with cryoablation. Due to loss of air tightness, the physician was concerned patient may have caused an air embolism. A magnetic resonance imaging (MRI) brain was completed post operatively. The patient required extended hospitalisation. No further patient complications have been reported as a result of this event. (B)(6) 2025 it was further reported that the MRI showed lacunar infarction. (B)(6) 2025 it was later reported that the case was completed with pulsed field ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.